Manufacturer narrative:
(B)(4). Event description continued: after placement of the 3.0 x 26 jostent graftmaster, thrombus was noted and successfully aspirated, however, adequate cardiac function was not restored despite efforts to increase patient blood pressure. The patient experienced hypovolemic, anemic, cardiogenic shock subsequently expired due to cardiac arrest. The physician rated the ease of use for the 3.0 x 26 and 3.0 x 12 otw jostent graftmaster devices as moderate. No additional information was provided. Concomitant products: stent: 3.0 x 12 jostent graftmaster otw; other: expressway aspiration devices. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 3.0 x 12 and 3.0 x 16 jostent graftmaster otw devices referenced are being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that on (B)(6) 2013, the patient presented with pneumonia, bronchitis, hypertension, shortness of breath, severe angina, congestive heart failure, chronic obstructive pulmonary disease, pulmonary edema, and hyponatremia. On (B)(6) 2013, after placement of an unspecified stent in the mid lad via left femoral access, a perforation was noted in the distal edge of the mid portion of the stent. A 3.0 x 12 jostent graftmaster otw covered stent system was implanted to treat the free perforation. However, extravasation of dye into the pericardium continued. The patient developed progressive and severe hypotension and respiratory effort became labored then slow; an intra-aortic balloon pump was placed, but did not successfully address the hypotension. The patient was referred for additional intervention. Pericardiocentesis was then completed, but only a small amount of bloody fluid could be obtained from the pericardium. After placement of a temporary pacemaker and with additional medication administration, including epinephrine and dopamine, the patient regained an adequate heart rate. The patient was then intubated. After application of additional efforts, including the use of several unspecified guide wires, unspecified 2.5 mm and 3.0 mm diameter balloon dilatation catheters, and a failed attempt to advance a 3.0 x 16 jostent graftmaster otw stent system through a non-abbott guide catheter extension device resulting in damage to the 3.0 x 16 jostent graftmaster, the perforation was sealed via deployment of the 3.0 x 26 jostent graftmaster.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of death and thrombosis are known adverse events as listed in the graft master otw instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.